Event description:
It was reported the pt (australia) experienced persistent pain at the ipg site which increases with applied pressure. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.